Event description:
According to the reporter: procedure: low anterior resection. Dst eea was fired and the surgeon stated that there were no staples fired. He then had to hand sew. Patient had to have a colostomy. About 250ml of blood loss and delay in operating room time reported. Open low anterior resection of rectum for cancer at 10 cm from the anal verge.